Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made mistake of touch contamination which led to peritonitis. The patient was hospitalized for the peritonitis. On an unreported date the pt began treatment with ceftazidime (dose, frequency and lot number not reported), cefazolin (dose, frequency and lot number not reported), vancomycin (dose, frequency and lot number not reported). The pt was discharged from the hospital. On an unreported date, the pt was recovered from the peritonitis event. On an unreported date the pt was re-trained in proper aseptic procedures for pd therapy. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Upon follow up it was clarified that the patient's original diagnosis of peritonitis was based on symptoms of cloudy effluent. On a later date, the patient's symptoms worsened and the patient was re-hospitalized for treatment. The length of stay in the hospital was not reported. After 3 weeks, the patient was again hospitalized for continuing symptoms and diagnosed with reoccurring fungal peritonitis. The patient was treated with unspecified antibiotics and antifungals (doses, route of administration and frequencies unknown) for the fungal peritonitis. Pd therapy was discontinued and the patient began hemodialysis. The patient was recovering from the event. Should additional relevant information become available, a follow-up report will be submitted.